Manufacturer narrative:
The device is in transit and a device analysis is anticipated; a supplemental report will be submitted upon completion of investigation. Suspect medical device brand name = pipeline flex w/shield technology model # = ped2-425-16. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the treatment in the cavernous segment of the internal carotid artery the distal segment of the device did not open properly. It was reported that the physician resheathed the device two additional times and placed pressure on the device in attempt to open it; however the device did not open. The device was removed and upon removal the distal end was observed "unthreaded." A new device was used to complete the procedure successfully. No patient injury was reported.

Manufacturer narrative:
The pipeline flex with shield technology pushwire and braid were returned for evaluation (released from ptfe sleeves). During decontamination, the tip coil was separated from the pushwire which led to the ptfe sleeves and the resheathing pad to become lost. As received, the pipeline braid was released from the ptfe sleeves and not attached to the pushwire therefore the distal and proximal ends of the braid could not be determined. The pipeline braid was observed to be fully open, with one end of braid having slight fraying, the middle section having no damage, and the other end of the braid with moderate fraying. No damages were found with the tip coil and the distal hypotube. No other anomalies were observed. Based on the analysis findings the clinical observation could not be confirmed. The cause for the reported experience could not be determined as the returned pipeline braid with shield technology was observed to be fully open with damage on both ends. We are unable to definitively determine the cause for the damage. All devices are 100% inspected for damage and irregularities during the manufacturing process. Suspect medical device brand name = pipeline flex w/shield technology model # = ped2-500-20.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.